Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos were received; therefore, the condition of the components is unknown. Review of the device history record identified no deviations or anomalies during manufacturing. In associated package insert IFU 01-50-0975 (biomet® knee joint replacement prostheses) , under warnings it states "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.

Event description:
It was reported by the patient the "plate" prosthesis is oversized and because of this the entire knee needs revised. No medical intervention or revision has been reported. No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Primary di number: (B)(4). Concomitant medical products : 183130 lot j3650320 van ps open intl fem-lt 67.5, 184766 lot 842250 series a pat std 34 3 peg, 183099 lot 096990 vanguard fem pegs set 2, ep-183760 lot 865940 e1 vngd ps+ tib brg 79/83x10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Product remains implanted and will not be returned at this time. Investigation is in progress and a follow-up MDR will be submitted upon completion. Remains implanted.

Event description:
It was reported that patient underwent a left knee arthroplasty. Subsequently, the patient is experiencing oversizing issues. No additional information is available at this time.